Event description:
A site reported to rxsight that a patient's light adjustable lens (lal) implanted in the sulcus without optic capture was explanted after completion of light treatments due to blurry vision.

Manufacturer narrative:
Manufacturing records were reviewed and found no deviations, non-conformances, or other manufacturing issues related to the reported event. Manufacturer reference #: (B)(4).